Event description:
A complaint was rec'd from a customer that noticed the "units" display segment was missing. This was noticed prior to any change in medication, treatment etc. A request was made to return the unit for eval. In the meantime a replacement unit has been provided.